Manufacturer narrative:
(B)(4). The device was manufactured in 1996. The device was returned to baxter and the evaluation is complete. The event log could not be downloaded due to an unrelated issue. A visual inspection was performed. Full functional testing, electrical safety testing, calibration, and a simulated therapy were performed with no issues noted. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem could not be identified or duplicated during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice ¿failed in leak test¿. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.